Manufacturer narrative:
(B)(4). This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. The preliminary investigation results have been sent today. We will update later if any further information is determined. Investigation - evaluation a review of the complaint history, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One sheath was returned with the check flo assemble detached. The sheath and check flo assembly were not damaged. The flexor sheath inner and outer diameters were measured. The tubing was found to be the correct size and type per the relevant drawing. Measurements of the check flo assembly confirmed the correct assembly was used during manufacturing. Inspection of the flare found it to be the correct size and shape. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. At this time, a definitive root cause cannot be determined. Additional investigation is pending.

Event description:
The customer reported that prior to use, the body shaft was found separated from the valve.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One sheath was returned with the check flo assembly detached. The sheath and check flo assembly were not damaged. The flexor sheath inner and outer diameters were measured and the tubing was found to be the correct size and type. Measurements of the check flo assembly confirmed the correct assembly was used during manufacturing. Inspection of the flare found the flare to be the correct size and shape. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided and results of the investigation the most likely root cause cannot conclusively be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.